Event description:
The patient reported that ¿device was not serving well and acting weird". The patient indicators for use are for urinary dysfunction /sacral nerve stim and gastrointestinal/ pelvic floor. No further complications were reported/anticipated.